Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced damage to infusion set line after insertion on (B)(6) 2024. The infusion set was used for three hours. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6005582 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005582 was manufactured according to the wi version 111 in the line 1, on 18/feb/2024, with a total of (B)(4) units. Gluing of tubing the lot 4b02038 was manufactured according to the wi version 6 in the gluing of tubing in the machine itl01, on 18/feb/2024, with a total of (B)(4) units. The lot 4a03871 was manufactured according to the wi version 6 in the gluing of tubing in the machine itl01, on 17/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 23/may/5258 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched) and lot 6005582 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.